Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was found to be intact. On investigation, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: button contact contamination.